Manufacturer narrative:
Submit date 07/18/2016. The manufacturing lot number associated with this complaint was review was not provided; therefore a DHR review could not be performed. The physical sample involved in the reported incident was not returned for evaluation. Two photos were provided by the customer. Visual evaluation of these photos was performed. In the first picture was observed that the venous extension was clamped improperly, however the clamp was observed in the correct position. In the other picture was observed that the extension was clamped properly. Based on an email notification received the photo presented in the attached file does depict the condition of the sample involved in this patient¿s injury. An ishikawa diagram was used to determine the potential causes for this event. According to procedure, manufacturing performs 100% visual inspection. If a defective component is identified it must be rejected. Based on the reference pictures provided by the customer it was confirmed that the clamp was positioned properly in the extension by the operator. During the picture evaluation it was determine that the clamps were in the correct position, however an extension was improperly clamped during use. The extension tubing was on the side of the clamp, this situation allows air to enter through the tubing due to an improper clamping by the clinician since it was observed that the clamp was properly placed in the extension. With the available information, it was determine that the most probable root cause is related to customer misuse. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. A health hazard assessment (hha) was opened to address this failure mode. No complaint triggers or trends were identified. No additional corrective or preventive actions are required at this moment. It must be noted that in-process controls as visual inspection according to procedure and pressure test procedure such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 03/25/2016. An investigation is currently under way; upon completion the results will be forwarded. Uf/importer report# (B)(4).

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the catheter was placed at the rij and due to poor functioning it needed replacement. The patient was sent to ir and shortly after arrival was noted to be in acute respiratory distress. The md noted that the catheter had been improperly clamped. The tubing was coursing alongside but not through the plastic clamp, and the catheter lumen was therefore wide open to air. An air embolism had occurred. The patient was immediately treated for an air embolism and the patient recovered.